Manufacturer narrative:
(B)(4). The device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). The device manufacture date was updated as feb 27, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the blades were damaged and the motor was blocked. It was further determined that the device failed for outer hose inspection, temperature, sound and for rotations per minute (rpms).therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a laminectomy surgical procedure, it was discovered that the motor device was not working. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.